Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Reportedly, the customer experienced blood glucose of 42 mg/dl which was addressed with customer consuming orange juice and a granola bar.